Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up at clinic due to remote transmission of electrograms (egms) showing several non-sustained oversensing on the ventricular lead. Device interrogation noted that the oversensing episodes were due to post-paced t-wave oversensing. Programming changes were made. The patient was stable.